Manufacturer narrative:
Terumo rec'd the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. It was also noted that the light source adapter was stuck, which could be the result of over tightening of the adapter. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4): photographic images. All info has been placed on file with quality management for tracking, trending, and f/u.

Event description:
The user facility reported to terumo cardiovascular systems, that during endoscopic vein harvesting procedure, the endoscope displayed a blurry image. The product was changed out. There was a 10 min delay in procedure due to product change out. There was no harm or injury to pt. The surgery was completed successfully.